Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter deflected and undeflected into the correct shape when actuating the steering mechanism and met specifications with no resistance or other functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deflection issue remains unknown.

Event description:
Manufacturer report number: (B)(4). During the svt/pvc procedure, it was noted that both the therapy cool flex catheter and the tacticath quartz catheter were not deflecting as expected. The catheters were exchanged and the procedure was completed with no adverse consequences to the patient. A procedure delay occurred due to these issues.